Event description:
Patient had a bronch. A parsons scope was used with karl storz cable lot# yq60 model/serial (B)(4). Patient waved nurse for help in pacu and spit out 3 small metal pieces. The spring loaded knob on side of connector had fallen apart and was in patients mouth. The surgeon looked in mouth post procedure when all equipment was removed but this was not visualized at the time. Patient had no complications and chest xray and abd kub did not show any other foreign objects. FDA safety report ID # (B)(4).